Event description:
It was reported that the patient went to the emergency room due to not feeling well with lightheadedness. The patient was experiencing heart block with a low heart rate in the 20s and 30s. Complete device failure was reported as the device had no telemetry, no pacing, no output and no magnet response. It was also reported that the estimated remaining device longevity was two years at a device check during the previous year. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.